Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The tip, balloon, markerbands, shaft, and bonds were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. It appeared that the shaft was burst with a 7mm hole in the shaft proximal of the proximal balloon bond. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jun-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole/perforation.